Manufacturer narrative:
The expansion shaft has not returned for evaluation. The reduction screw remains in-situ. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
A 6.5 x 50mm reduction screw was loaded on the screwdriver and a 50mm expansion shaft was inserted into the screw. The screw was implanted under fluoroscopy and the expansion shaft was visible. There was no expansion. The surgeon released the tension and tried to remove the expansion shaft. The tip of the shaft broke off into the screw and could not be removed. No patient injury reported.